Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not properly load into the jaws of the instrument. The hospital has reported no pt injury occurred.

Event description:
The product was used during a